Event description:
It was reported that the patient died during ventilation therapy. No information was provided whether there was a ventilator malfunction. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The user facility has confirmed that the patient death was not attributed to the ventilator. No service or investigation of the ventilator has been requested and no ventilator logs have been provided. The user facility performs service by themselves. The ventilator has reportedly been returned to clinical use. There are no indications that a ventilator malfunction in any way caused or contributed to the death of the patient. H3 other text: 4117.

Event description:
Manufacturer's ref#: (B)(4).